Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Customer reported receiving unspecified readings on his adc blood glucose meter, which he perceived to be erratic. Customer further reported he self-injected glucagon as a result of the readings received, however, no additional information was provided by the customer and attempts to gather additional information were unsuccessful. There was no report of death, serious injury, or mistreatment associated with this event.